Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2013) 17:567¿572 / doi 10.1007/s10029-012-1026-.y attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (proceed mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? (B)(4).

Event description:
It was reported in a journal article with title: short- and mid-term outcome after laparoscopic repair of large incisional hernia. The purpose of this retrospective study was to compare the outcome after laparoscopic incisional and ventral herniorrhaphy (livh) for fascial defect larger or equal than 15 cm in width with the outcome after livh in patients with hernia defect smaller than 15 cm. From 2003 through 2010, a total of 350 patients [n=70 (n=55 male, n=15 female, mean age 60.6 years, bmi 29.7 kk/m2)] with hernia defect = 15cm; and [n=280 (n=167 male, n=113 female, mean age 61.9 years, bmi 30.1 kg/m2)] with hernia defect < 15cm; who underwent livh. Patients were further divided into three biomaterials of meshes used: dual mesh (n=38), composix e/x (n=210) and proceed (n=119). In proceed group, they used a prosthetic mesh having dimensions that overlap the edges of the defect 3¿5 cm in all directions, to provide broad coverage of the hernia. The mesh was inserted, after being rolled-up along the major diameter, through the 12-mm trocar and was then oriented with the non-adherent surface toward the abdominal cavity. The adhesive surface of the mesh was oriented toward the abdominal wall. Postoperative major complication included full-thickness bowel injuries (n=8) wherein two patients were reoperated; and adhesions (n=2) where lysis was done and mesh was removed. Postoperative minor complications included prolonged ileus (n=8); prolonged abdominal wall pain >8weeks (n=3); postoperative omental bleeding (n=3) which necessitated laparoscopic reintervention to achieve hemostasis; and prolonged seroma >8 weeks (n=2) which resolved spontaneously without aspiration. Further postoperative complications included recurrence (n=9) and pain (n=?). Laparoscopic approach seems safe and effective even to repair large incisional hernia, the rate of recurrence was higher, but acceptable, if compared to smaller hernias.